Event description:
The physician reported that following cardioversion (300 joule), pacing failure and absence of telemetry relative to the subject device resulted. Reportedly, the cardioversion had been done inappropriately, since an electrode was placed above the pacemaker.

Event description:
The physician reported that following cardioversion (300 joule), pacing failure and absence of telemetry relative to the subject device resulted. Reportedly, the cardioversion had been done inappropriately, since an electrode was placed above the pacemaker.